Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female was having a mentor smooth round moderate plus profile 250cc saline prosthesis implanted and it deflated during the procedure. On (B)(6) 2018 the device was placed in the patient and began to leak when being filled to 300ccs. As a result, the device was replaced with another mentor smooth round moderate plus profile 250cc saline prosthesis.

Manufacturer narrative:
The device history record (DHR) of lot number 7533200 was reviewed on 4/13/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female was having a mentor smooth round moderate plus profile 250cc saline prosthesis implanted and it deflated during the procedure. On (B)(6) 2018 the device was placed in the patient and began to leak when being filled to 300ccs. As a result, the device was replaced with another mentor smooth round moderate plus profile 250cc saline prosthesis. The device was received at mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 1 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).